Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient via an implantable pump. It was reported that the patient was in the hospital and has an infection in their spine and calling for MRI guidelines. The patient stated that the pump has been empty for almost 2 years because they did not want to build up a tolerance to the drugs. The patient stated that they felt that the infection was related to the pump still being implanted. Implant data sheet was requested. The patient was redirected to their healthcare provider to further address the issue.